Event description:
An initial report of patient hospitalization was received by united therapeutics on 31-jul-2023 and forwarded to millyard advanced medical products, llc on 01-aug-2023. The patient reported both of her pumps were not working, and she was admitted to the hospital on (B)(6) 2023 to continue to receive IV remodulin therapy. The patient stated she was not experiencing any symptoms at the time of the report. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.